Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 554 mg/dl and the customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip and saline. The cause of the high bg was due to a kinked non-tandem cannula and a bad cold. The customer was discharged on (B)(6) 2017 with the dka and high bg resolved. The customer was "doing fine" and the bg was in target range.